Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender and weight were not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 6 months. The event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an intracranial hemorrhage in the left hemisphere. The patient experienced paralysis of the right side of the body. The patient was treated with an anticonvulsant medication. The cause of the event was unclear. No further information was provided.